Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged along its entire length, with struts bunched and overlapping. The stent also moved distally on the balloon. The product stent protector and product mandrel were not returned with the complaint device, however based on the complaint report and the type of damage evident; it is possible that the damage occurred due to the coronary anatomy of the patient. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on exposed proximal portion of the balloon wall indicating good crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-may-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The de novo target lesion was located in the moderately calcified left anterior descending artery. After pre-dilation was performed, a 2.25x12 synergy¿ stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with 3.0x8mm synergy drug-eluting stent. No patient complications were reported. However, returned device analysis revealed a stent damage and stent moved on balloon.